Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. Postoperatively the inlay decentered inferiorly to the edge of the corneal flap and the inlay was removed and replaced with a new raindrop inlay on (B)(6) 2017. The patient's best corrected distance visual acuity (bcdva) decreased from 20/15 (preoperatively) to 20/20-2 immediately prior to inlay exchange. The surgeon reports that corneal edema was a contributing factor. At last examination on (B)(6) 2017, a line of debris and striae were noted temporally and bcdva decreased to 20/40-1. Additional information is being requested to understand the relationship between the replacement inlay and these findings.